Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was up in the 300 mg/dl. The customer also report the blood glucose was 334 mg/dl. Customer treated with glucagon. The customer did not provide details regarding symptoms of high blood glucose. The customer state that auto mode was not on. The customer state that audio beep test was performed and beep test was passed. The insulin pump will be return for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device passed tone check and vibrate check on self test. No audio/beep anomaly or vibrate anomaly noted during testing. Device was programmed and monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, the formatted history file confirmed that the low battery alert, replace battery alert and replace battery now alarm/off no power alarm triggered during pump therapy. Device communicated properly with the guardian link 3 and the test plug. Device was able to enter into auto mode properly. No auto mode anomaly or calibration anomaly noted during testing. Device had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. (B)(4).